Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation confirmed the reported event. The grasping section was observed to be detached and the teflon jaw was missing. The shaft of the grasping section was observed to be dented and bent. The device was forwarded to the original equipment manufacturer (OEM) for further analysis. It is believed that the root cause was an overload placed on the distal portion while the probe was still outside the device.

Event description:
It was reported that the sonosurg scissors were not working properly. The grasping section would not open all the way. No additional information was provided.